Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use in the previous cycle, during dwell 4 of 4. The dwell time equaled :54. The home patient (hp) realized there was an unused line that was open. They closed it and the hc went to dwell. The heater bag was empty and the last fill had solution. The technical service representative (tsr) explained about leaving unused lines open. The hp saw air in the drain line. The tsr explained and advised to end therapy. The hp said that they knew how to end therapy and would end it on their own. The tsr suggested to let the registered nurse (rn) know about getting air in lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to air in tubing (without alarm) and he said, he just discontinued therapy that night. He said, his wife had left the clamp open on an unused line and that was how air got in. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for air in tubing (without alarm) was confirmed because the patient reported that they had left one of the unused lines open. The assignable cause is use error. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error.